Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's transcatheter aortic valve implantation (tavi) using another manufacturer's device with this manufacturer's introducer, the tip of the introducer came out a bit torn after a second insertion and removal.